Manufacturer narrative:
This report originally filed as 1119421-2016-00932. (B)(4).

Event description:
During intraocular lens (iol) implant surgery, a consumer family member reported that the haptic of the iol broke. The incision was enlarged and widened to replace the iol. A suture was required to close the incision. Unspecified damage to the eyelid occurred during the procedure which required an additional suture. The surgeon stated that postoperative consequences were not expected. Additional information has been requested but not received to date.